Event description:
Medtronic received information that prior to use of a pixie oxygenator and pixie cvr, it was reported that the customer unpacked the oxygenator before a heart surgery and found that the inner and outer packaging of the oxygenator was damaged.it was also reported that the blood storage tank had cracks. The customer did not use the product. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there were no missing or wrong devices or components in the package. The customer stated that the sterile seal was not intact. The device was not sealed/located in the 'seal'. There was no crack in the body of the oxygenator.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.